Event description:
The account alleged that the bed is not placing a nurse call when the nurse call switch is pressed.

Manufacturer narrative:
The account replaced the communication cable to repair the bed.